Event description:
Unit nurses experienced three z-flo brand fluidized positioner packs that burst resulting in release of the contents in the pack. The packs were being used to position the patients' heads or upper body areas. Units were sent to biomedical for evaluation.======================manufacturer response for fluidized positioner, patient positioner, z-flo (per site reporter)======================manufacturer representative to pick up 3 devices.